Event description:
The facility's biomed reported channel 1 did not go into an occlusion alarm when the line was infiltrated. Unit infused approx 500cc of an unknown medication without an occlusion alarm. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device. Follow-up with the risk manager at the facility revealed no medical intervention was needed and no pt injury resulted.